Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site, had inadequate stimulation, and had charging difficulty. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.